Event description:
While doing cardiac outputs and while pushing the fluid from a 10ml syringe into cup port of a swan bridge, the apparatus broke at distal end of injectable port.

Manufacturer narrative:
Additional information has been requested. If additional information is received, a supplemental report will be submitted. Date submitted: 27 march 2009.